Event description:
The consumer reported a false negative patient result with the binax now covid-19 antigen self-test performed on (B)(6)2022 that generated a negative result. Repeat testing was not performed. Confirmation testing using an unknown molecular test was performed on the same day at a health care providers that generated a positive result. The patient was symptomatic. The customer confirmed there was no patient harm due to the test results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Please see updates: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 209791 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 209791 and device part number 195-430h/ lot 205568. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 209791 showed that the complaint rate is 0.000640%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.